Event description:
Information was received indicating that four days following placement of a smiths medical portex® bivona® adult tts¿ tracheostomy tube, the tube was found to be leaking. It was reported that the ventilator was alarming, and the tidal volume decreased. The physician performed a tube change out and the issue resolved.

Manufacturer narrative:
One bivona® tts¿ tracheostomy tube was returned for analysis in used condition. Upon visual inspection, damage to the inflation line was observed. The sample was then inflated with 20cc of air; cuff immediately deflates. The trach was then submerged under water while inflating; a leak was found in the inflation line. The manufacturing process, assembly process, and training was all reviewed; no discrepancies found. The airway and balloon manufacturing process were audited on 32 units. Once all 32 were assembled, leak testing was performed on each; no discrepancies found. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.